Event description:
Information received from the field does not address the patient's clinical status but notes that the device was operating at 70 ppm in vvi mode. A software download will be performed at the patient's next visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 and f12 - distributor